Manufacturer narrative:
Further information was requested but not received.

Event description:
Reference MFR: 1627487-2019-04634. It was reported that the patient experienced high impedance on both of their leads. An x-ray was taken and showed damage on both leads. Surgical intervention was taken to address the issue. The leads were unable to be explanted. As a result, a new scs system was implanted.